Event description:
Information received indicates the bed has no function due to fluid ingress onto the power control module.

Manufacturer narrative:
The technician replaced the power control module to repair the bed.